Event description:
A low reading issue was reported with the adc device. A customer reported a lower sensor scan reading against the hcp meter. The customer experienced excessive thirst, sweating, and frequent urination. The customer went to the hospital and had contact with an hcp who provided orange juice for treatment. A blood glucose result of 500 mg/dl was also obtained on an hcp meter and it was indicated that the customer received unspecified hcp treatment. The customer could not remember any additional treatment details. There was no report of death or permanent impairment associated with this event. A sensor reading of 60 mg/dl was compared against hcp meter reading of 500 mg/dl, and the results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported a lower sensor scan reading against the hcp meter. The customer experienced excessive thirst, sweating, and frequent urination. The customer went to the hospital and had contact with an hcp who provided orange juice for treatment. A blood glucose result of 500 mg/dl was also obtained on an hcp meter and it was indicated that the customer received unspecified hcp treatment. The customer could not remember any additional treatment details. There was no report of death or permanent impairment associated with this event. A sensor reading of 60 mg/dl was compared against hcp meter reading of 500 mg/dl, and the results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.